Event description:
It was reported that the patient underwent an unspecified surgery in 2005 from an anterior approach using rhbmp-2/acs and hardware. Post-op the patient developed an infection. The patient later underwent two neck surgeries using rhbmp-2/acs, and additional lumbar fusions using rhbmp-2/acs. The patient has reportedly developed numerous pain and other symptoms. MRI and CT scans have been performed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.